Event description:
A customer complained of the sterrad 200 misting and not functioning properly. The customer stated that, there were no reports of injury when this event occurred. The field service representative serviced the unit and replaced the dump valve.